Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump had compromised force sensor system. Patient¿s blood glucose was 31 mg/dl. Customer stated that the drive support cap appears normal (recessed). Customer unable to continue with the troubleshoot due to low blood glucose. Customer had low blood glucose and needs to eat. The insulin pump will not be returned for analysis.